Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2010. According to the complainant, the patient experienced dyspareunia and pelvic pain (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.